Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the belt was unable to recognize the ecgs. The root cause for the failure was a stray wire in ECG c was touching and shorting the q1. The root cause for stray wire was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.